Event description:
It was reported, that there was an error resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The control board was replaced to resolve the issue. No patient information provided to date, after calls to customer 03/16/23 and 03/27/23. Legal manufacturer: hcs madison 3030 ohmeda dr, USA madison, wi . 53718.